Manufacturer narrative:
Eval result: zoom handle load cell weldment.

Event description:
It was reported by svc report that the 1025 zoom stretcher drives intermittently. No pt involvement or adverse consequences are reported.